Event description:
It was reported through the litigation process that three months and four days post a port placement, the device allegedly migrated the patient reportedly diagnosed with fibrin sheath formation around the tip of the port catheter. It was further reported that patient allegedly developed with thrombosis, infection and sepsis. Reportedly, the patient was treated with antibiotics and the infected port was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Medical records were provided and reviewed. Approximately three months post port placement, a fluoroscopy study showed that the positioning of the right internal jugular vein chest port was suboptimal. The catheter tip projected over expected location of the confluence of the right internal jugular vein and subclavian vein. There was fibrin sheath surrounding the catheter. There was reflux of contrast along the catheter back into the internal jugular vein cranially. There was flow artifact surrounding the internal jugular vein just below the access site in the internal jugular vein that could represent clot. Around four days later, patient admitted to hospital for neutropenic fever. Started on intravenous fluids, vancomycin and cefepime per sepsis protocol. General surgery was consulted for malpositioned port and advised for removal and replacement. The same day, patient underwent x-ray chest for fever. The study showed that right sided internal jugular approach medi port was present and appeared similar to prior imaging with the tip in the region of the brachiocephalic vein. The next day, patient underwent ultrasound duplex right upper extremity vein study for swelling of limb. The study showed deep vein thrombosis present within the right internal jugular vein. An ultrasound chest showed no definite fluid demonstrated adjacent to the port. Around six days later, patient underwent port explant procedure. The port and catheter were removed with catheter intact. The patient tolerated the procedure well. Patient was treated with antibiotics and discharged home. Therefore, the investigation is confirmed for the reported migration and fibrin sheath formation. Furthermore, the clinical conditions alleged in the complaint can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3, h6 (device, method). H11: d4 (unique identifier (UDI) #, h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. D4 (expiration date: 12/2022). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that three months and four days post a port placement, the patient reportedly diagnosed with fibrin sheath formation around the tip of the port catheter. It was further reported that patient allegedly developed with thrombosis, infection and sepsis. Reportedly, the patient was treated with antibiotics and the infected port was removed. The current status of the patient is unknown.